Manufacturer narrative:
Eval summary: a lower than expected battery voltage was observed of 2.55v was observed, confirming the field experience. Longevity calculations indicate the battery should have reached 2.55 volts at approx 41 months (+/- 3 months) of use. The device battery was confirmed to be at 2.55 volts after 32 months. The power consumption of the device was measured and found to be normal. Bench and automated test system testing indicated that for the number of equivalent high voltage charges this device had normal charge times.

Event description:
It was reported to st. Jude medical that the device was explanted due to premature battery depletion along with long charge times 32 months post-implant.